Event description:
Customer's meter read 47 points lower than another meter. They are not sure of the readings but believes that it was 157 mg/dl. An evaluation of the system was performed over the phone. The evaluation indicated that segments were missing in the 100s position. The customer was asked to return the meter for further evaluation and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.